Manufacturer narrative:
Pump had broken battery cap, cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window. Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected beeping/alarming anomaly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery compartment was all smashed up and broken. It was beeping and alarming. Customer's blood glucose level was 124 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.